Event description:
Boston scientific received information that the transvenous right ventricular (rv) in association with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit greater than 2,000 ohms pace impedance measurement. There was also loss of capture but the local area sales representative confirmed that beyond the need for surgical intervention, the patient experienced no harm. Subsequent information was received of the revision procedure done the following day. During this procedure, two separate rv leads were attempted unsuccessfully and the procedure was ultimately abandoned. There were no allegations against the associated device. The patient was going to continue to be monitored by the physician.

Event description:
--

Manufacturer narrative:
Addendum: update to decision pathway as potential for serious injury as a result of surgical intervention having been performed to address this particular issue. No other changes or additional information is available at this time. The investigation is considered re-closed.

Manufacturer narrative:
To date, information suggests that the pace/sense portion of the rv lead is no longer in service. This device remains in service. The investigation of this issue remains open in an attempt to collect the specific associated model/serial information from the local area sales representative. As new information becomes available, this report will be further evaluated and updated.